Event description:
Boston scientific reliability assurance laboratory identified memory corruption from the presence of a persistent seu (single event upset) from the patient's monitoring system data of this implanted crt-d device in 2007. Memory corruptions attributed to a seu can be caused by naturally occurring radiation or from therapeutic sources. The memory corruption impacted histogram and counter data. This does not represent a patient safety issue as the device was capable of sensing and delivering critical therapy. To date the device and lead system remains in-service. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2012 due to normal battery depletion. The device was received at boston scientific's return products department in (B)(6) 2012.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device met expected longevity. The device was put through and passed therapy availability testing. It was concluded that this device performed normally throughout laboratory testing.